Event description:
It was reported that telemetry confirmed a critical alarm was occurring. The alarm was due to a motor stall. The patient had an MRI done (B)(6) 2013 and the pump did not recover until it was interrogated the day of the report. The patient did not have the pump read following the MRI. Per the reporter the patient was not having any symptoms. It was determined that the pump was in "telemetry mode" and when they interrogated the pump, the pump recognized it has recovered and logged the recovery. The reporter did not understand why the pump did not alarm audibly since it thinks it stalled and even logged the tube set alarm. The pump was used to deliver hydromorphone.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).